Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.

Event description:
The account alleges a patient entered the ER 6 days post-op on (B)(6) 2025 with abdominal pain. The patient was admitted to the hospital. CT scan same day showed approximately 2x2cm collection of air and oral contrast proximal to gej in abdomen, they noted concern for contained esophageal perforation. The patient was placed on pain meds, abx and antifungal. The patient required 3 units of blood transfused. They performed egd on (B)(6), found bleeding in stomach, close to gej though exact source of bleeding was indeterminate. Endoclot powder was spread over gefv. Stent was placed across gej. Subsequent CT scan ordered showed 2.6x2.3cm collection of air and oral contrast in abdomen proximal to gej in abdomen, bleeding in the anterior lesser curvature of the stomach, and noted a small pleural effusion. 2nd egd showed stent had migrated and it was subsequently removed. Cautery was used on the lip of the gefv at approximately the 5 o'clock location where bleeding was noted, clip was placed in this location. They have characterized this as a leak at the gej - theorizing the small leak was along the path of a serosa fuse fastener - and not due to an esophageal perforation. No additional patient consequence to report.